Manufacturer narrative:
The manufacturer received information alleging a ventilator display is damaged and not working. There was no harm or injury reported. No medical interventions were specified. The ventilator was evaluated at a third-party service center, there was no documentation on how the damaged occurred to the lcd display and/or for it not to be working on the device. The device's lcd display was replaced to address the issue. Additional findings not related to the malfunction/issue the 43-micron filter was replaced on the device. After the repairs were completed on the device, all testing passed on the device.

Event description:
The manufacturer received information alleging a ventilator display is damaged and not working. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the allegation was confirmed. The device also needs the rubber feet replaced and handle's o rings replaced. The device is out of warranty and is waiting to be repaired.